Manufacturer narrative:
(B)(6). Complaint conclusion: the device was returned for analysis. Located off the proximal end at 38.0cm and 90.5cm are two severe kinks on the core wire. There was severe proximal coil damage and knots in the coil. Compression coil damage adjacent to the distal soldered section and proximal coil damage (buckling, compression, and stretching) was noted. The distal section of the coil was undamaged. The coil was received advanced outside the green introducer section of the device positioning unit (dpu). No dpu advancement was possible in the state received. The proximal end of the coil was returned severely damaged. It is not possible to determine the amount of damage that occurred during the procedure and post-procedure handling. The most likely root cause of the resistance inside the microcatheter was due to interference. The evidence suggests that a contributing factor to the resistance may have been the blood; protein; and contrast blockage found at the distal tip of the green introducer. In addition, without the return of the sl-10 microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. For proper device hydration, the instructions for use (IFU) recommends; ¿ to achieve optimal performance of the micrus microcoil system, it is important that a continuous infusion of an appropriate flush solution be maintained. If unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire micrus microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists; withdraw and examine the delivery catheter system.¿ since there was no evidence of a manufacturing issue related to this event, no corrective action was taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
There was resistance in the sl-10 mc when the deltaplush cercyte microcoil was being advanced, and severe coil damage was found during analysis. There was no serious injury or required intervention as a result of the event.